Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. However, the customer checked the unit and was not able to identify where the burnt part was by visual inspection. The alleged event was resolved after replacing the power supply printed circuit board.

Event description:
The customer reported that the vela ventilator experienced burning smell from the rear of the ventilator. They kept resuscitating the patient manually until back up ventilator came. The customer confirmed that there was no patient harm associated with the reported event.